Event description:
Per the audiologist, the patient reported facial nerve stimulation. The results of an integrity test in 2008 showed multiple electrode anomalies. Multiple electrodes in the electrode array were turned off. This did not alleviate the problem. Explant and reimplantation is planned, but was not scheduled as of the date of this report.